Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product found damage to the sterile packaging and outer carton. Sterility has been breached. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a hole was found in the sterile packaging. Sterility was compromised. There was no patient involvement attempts have been made and additional information on the reported event is unavailable at this time.